Event description:
It was reported that during a coronary artery drug-eluting stenting procedure, the stent was damaged. The physician attempted direct stenting of the mildly calcified mid left anterior descending (lad) with the 2.75x28mm taxus liberte drug-eluting stent. The attempt was unsuccessful and the proximal portion of the stent was damaged and withdrawn. Predilation was performed and the procedure was completed with a bare metal stent. There were no patient complications and the patient was reported to be "stable".

Manufacturer narrative:
A visual and microscopic examination of the returned device found that the proximal edge of the stent was damaged. Three struts on the first row from the proximal edge of the stent were raised. This type of damage is consistent with the delivery system encountering some form of restriction. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The device was returned with the product mandrel inserted and stent balloon protector attached. A review of the manufacturing documentation for this batch found that the device met its material, assembly, and product specifications at the time of release to distribution. The most probable root cause of this event is operational context.